Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The customer returned 2 vials of test strips. Both vials were tested with qc material: vial# (B)(4) - qc 1: 2.4 inr, qc 2: 2.4 inr. Vial# (B)(4) - qc 1: 2.4 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. Master lot strips: qc 3: 2.4 inr. The obtained qc values were in the allowed range. All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The customer¿s occupation is lay user/patient. Na.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. While trying to run a test, the customer received an error message indicating the meter needed to be cleaned. She changed the batteries and reset the meter. The customer tested on the meter at 9:59 a.m., did not hear the beep and received a result of 3.1 inr. The customer repeated the test at 10:20 a.m. Because the beep was not heard with the first test and retested with a new finger stick and received 3.4 inr. The customer was tested at the laboratory at 1 p.m. With the result of 2.5 inr. The customer¿s normal therapeutic range is 2.5-3.5 inr. No medical treatment was necessary. No adverse event occurred. The customer is feeling ok. The customer does not have antiphospholipid antibodies, is not anemic, and is not on heparin or direct thrombin inhibitors. The customer has not had any diet changes, no recent illness and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation.